Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During post dilation, the saber balloon catheter ruptured at nominal eight atmosphere (8 atm) pressure. There was no patient injury. Therefore, the saber balloon was replaced with a new balloon catheter (7mm*4cm, rx-genity, kaneka) and the procedure was completed successfully. The target lesion was the iliac artery and it was a chronic total occlusion (cto). A competitor's balloon catheter was used as pre dilatation and a competitor's stent was implanted in the external iliac artery. However a saber ruptured at nominal 8 atm pressure during post dilation.

Manufacturer narrative:
During post-dilation, the 7x60mm 155cm saber rx balloon catheter (bc) ruptured at nominal eight atmosphere (8 atm) pressure. Therefore, the saber balloon was replaced with a new competitor balloon catheter (7mmx4cm) and the procedure was completed successfully. There was no patient injury. The target lesion was the iliac artery, and it was a chronic total occlusion (cto). A competitor's balloon catheter was used as pre-dilatation and a competitor's stent was implanted in the external iliac artery. However, the saber bc ruptured at nominal 8 atm pressure during post dilation. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot: 17620218 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.